Event description:
It was reported that during a cartridge change the user advanced to the ¿press and hold¿ step to (B)(4). Units without observing drops, then removed the cartridge and found insulin had leaked and was pouring from the chamber; no alerts were received, and the connector needle appeared straight, after which the user was guided to rewind, insert a new cartridge, fill the tubing, reconnect, and fill the cannula, resuming insulin therapy; the issue involved a leak associated with the reservoir component. No clinical signs, symptoms, or conditions reported. Outcomes included no health consequences investigation included communication with the user and analysis of the information provided. Investigation of this case revealed leakage at or related to a seal consistent with a leak/splash device problem involving the reservoir component. It was concluded, based on established findings for similar reports, that the cause was traced to component failure.